Event description:
A j-tube enteral feeding device that had been therapeutically placed in a pt (age and gender unknown) in november 2004 was found to be detached in 2005. According to the physician the tube is suspected to have become detached sometime in february 2005, but that the nurse did not notice it at that time, and she continued the injections of eutrophic liquids. The physician reported that he attempted to search for the tube with a scope through the fistula; however, he was unable to locate it. The doctor then reported that a total of four r-rays were taken, one on april, another in 2 days later, the third one 4th day and the last one on the 6th day, but the tube was still unable to be located. The physician indicated that he believes that the tube has migrated to the end of the pt's small intestine and is not likley that the pt will defecate the tube. The physician plans on removing the tube via a double balloon set. Numerous inquiries were made in an attempt to obtain additional information regarding the success of the physician's plan on removing the tube via a double balloon set. All attempts to obtain the information were unsuccessful. The complainant reported that at the time the problem was identified, a replacement j-tube enteral feeding device was successfully placed in the pt.